Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of extension model 37081-60, sn: (b)(40 found that all conductors were broken 32 cm from the proximal end.

Event description:
It was reported that the patient¿s stimulation stopped and all impedances were out of range. The patient received less than 50% therapeutic relief. A revision was performed and it was found that the extension was fractured. The extension was replaced. This resolved the issue. The patient status at the time of the report was alive with no injury.